Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported recall, rupture confirmed through ultrasound, "ruptured skin of the chest causes a rash and has severe chest pain". Side not specified. The device remains implanted.